Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device was unable to power on and the internal hybrid layer capacitor (hlc) batteries were depleted. Physio also observed that the installed charge-pak battery was expired. The expired charge-pak battery was unable to supply charge current, which resulted in the hlcs becoming depleted. Physio determined that the cause of the reported issue was due to user error. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient if it was needed. There was no patient use associated with the reported event.